Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 480 mg/dl. The customer stated she changed a new set and reservoir and blood glucose came down. Customer was advised that we will exchange a number of reservoirs and set. Customer did not eat anything at all and she keeps drinking water and walking.